Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection, drainage, and redness at the implant site following initial implant surgery. A culture swab test revealed moderate pseudomonas aeruginosa. The recipient's device was explanted. The recipient will be reimplanted at a later time.

Manufacturer narrative:
Additional information: section h.6. The recipient was reimplanted with another advanced bionics cochlear device on (B)(6) 2026 and is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly given multiple rounds of antibiotics prior to explant surgery. The infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.